Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio: 1.3, lab: 2.3. Time between tests: 2 hours. Therapeutic range: not provided.